Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm threshold suspend. Customer's blood glucose at time of incident was unknown. Customer exhibits symptoms of low blood glucose. The customer had headache and just not feeling well. The customer woke up her sensor glucose was 74 and her actual blood glucose was 49 mg/dl. Customer was advised to reconnect to the pump and to monitor the issue. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 49 mg/dl. The customer stated that since her blood glucose was so low she disconnect from the pump. Customer reviewed the threshold suspend feature and feature was turn off and she had training for two in half hours for change the programming from the old to the new pump. Customer stated that her blood glucose is 130 mg/dl now.